Manufacturer narrative:
Laboratory analysis summary the device related to the reported events rupture, capsular contracture and calcification was received on june 17, 2025 with lot number 2537478. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture observed an opening assessed as surgical damage ¿ calcification: not observed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required

Event description:
Ultrasound received which revealed 'snowstorm' appearance on the right.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii.